Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer experienced multiple pocket failures, and some cubies did not appear on the drawer configuration screen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer experienced multiple pocket failures, and some cubies did not appear on the drawer configuration screen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d and section e, unique identifier (UDI) and initial reporter phone. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. The field service engineer logged into carefusion admin, opened the drawer, popped the lids, and released the cubie pockets. With the pockets released, the fse shut down the device and kept the drawer open. The fse removed the cubie trays from the row board cable and cleaned all debris. The fse checked the back cabinet to inspect the pyxibus cable and reseated everything. The device was rebooted along with the medstation app. After rebooting the device, only 4.1 was functional as the drawer itself had failed. The customer was able to recover the failed drawer. The system functioned as intended after the field service engineer repaired the device.